Manufacturer narrative:
Device evaluated by MFR: the unit returned in a bio hazard plastic bag with the rotablator atherectomy device. It was unable to determine if the returned device matches with upn provided by the customer, as no packaging was received with the devices and the upn is unknown inspection of the device found that the wire was fractured 133.5cm from the distal tip with multiple kinks on the proximal portion of the wire. Microscopic and visual inspection of the device found that the wire was fractured with multiple kinks on the proximal portion of the wire. The distal portion of the rotawire was able to be inserted into the rotablator device and was able to be removed with no issues. The proximal portion could not be inserted into the rotablator device and experienced resistance due to kinks in the wire. Dimensional inspection of the device revealed that the outer diameter (od) of the distal tip, middle of the device, and proximal section were within specification.

Event description:
It was reported that a guidewire detachment occurred. A rotablation was performed on a calcified left anterior descending artery (lad). During preparation, and during a routine draw test (before inserting a rotalink plus 1.50mm burr into the y connector), a rotawire floppy was damaged. The wire was broken into two parts. It was noted that the rotalink plus was not inserted into the patient, but the rotawire was inserted into the patient. The rotawire was fully removed from the patient and from the device. It was noticed that the burr was not co axial to the spring coil, and was noted that this was not noticed during rotawire insertion, but likely had been like that from the beginning. The fractured rotawire floppy and rotalink plus 1.50mm was replaced and the procedure was then performed smoothly and successfully. No patient complications resulted in relation to this event.

Event description:
It was reported that a guidewire detachment occurred. A rotablation was performed on a calcified left anterior descending artery (lad). During preparation, and during a routine draw test (before inserting a rotalink plus 1.50mm burr into the y connector), a rotawire floppy was damaged. The wire was broken into two parts. It was noted that the rotalink plus was not inserted into the patient, but the rotawire was inserted into the patient. The rotawire was fully removed from the patient and from the device. It was noticed that the burr was not co axial to the spring coil, and was noted that this was not noticed during rotawire insertion, but likely had been like that from the beginning. The fractured rotawire floppy and rotalink plus 1.50mm was replaced and the procedure was then performed smoothly and successfully. No patient complications resulted in relation to this event